Manufacturer narrative:
Initial fax reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the us. Results: it was analyzed the batch record, maintenance record and quality notification. During the batch manufacturing it was not found any deviation that could be originated the defect and without samples it was not determine the root cause.

Event description:
It was reported when opening a package of a bd¿ precisionglide¿ needle 40mm x 12dmm, it contained an unidentified metal part on it. There was no report of injury or medical intervention.